Event description:
It was reported that the right ventricular (rv) lead had high impedance and a fracture was suspected. The high voltage impedance consistently measured abnormal during follow-up and the impedance trend indicated an impedance "spike". The lead remains in use but a lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).